Event description:
It was reported that the ilet user experienced hyperglycemia at 367 mg/dl after insulin reportedly ran out overnight; the user replaced insulin but did not change the infusion site, and glucose remained elevated before trending down allowing time for correction. Glucose subsequently decreased to 190 mg/dl before rising to 240 mg/dl after lunch. Customer care provided support that included recommendation to change supply if glucose elevation persists. Investigation of this case revealed no device alarms and no confirmed device malfunction. No clinical symptoms associated with elevated blood glucose. Outcomes included no medical intervention. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.